Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system and co2 bypass assembly was cleaned to resolve the reported issue.

Event description:
The hospital reported an "unable to drive bellows" error resulting in a loss of mechanical ventilation. There was no report of patient involvement.